Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process with no alleged complaint. During routine inspection of the device by olympus, the air/water cylinder had foreign objects and the forceps elevator had foreign material. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation

Manufacturer narrative:
The device was returned as part of the asset return process. The evaluation confirmed foreign objects in the air/water cylinder. The additional findings were as follows: the air/water cylinder had no color, the suction cylinder had no color, due to wear of the angle wire, bending the angle in the "right" direction did not meet standard value, the connecting tube had a wrinkle, and the universal cord had peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. Additional information provided confirmed the customer has reprocessed the device correctly and the device was correctly reprocessed prior to being sent for repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material was unable to be identified. Furthermore, no physical damage was observed at the material residue point. The root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.